Event description:
For a cerezyme infusion, the rn hooked the IV tubing to the micronfilter, then assessed the IV bag, running IV fluids through tubing to prime. Rn noticed fluid leaking out of the microflue filter. Infusion stopped, new micron tubing was attached, and cerezyme infusion was re-started. Approximately 3 ml of fluid was lost. No harm to patient.